Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Same event as reported in MDR 2029214-2015-00609.

Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline flex were returned for evaluation. The pushwire was found stuck inside the catheter and it could not be pushed forward or removed. The catheter was cut to remove the pushwire. The tip coil appeared to be stretched. The distal and proximal ends of the pipeline were found fully opened with damaged braid. The pushwire appeared to be bent distally. The catheter body appeared to be accordioned at two different locations distally. An in-house mandrel was inserted through the catheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaint could not be confirmed for "pipeline flex device did not open properly." The cause for the reported experience could not be determined as the pipeline was returned fully opened with damaged braids. The damage to the braids on both ends of the pipeline is a possible result of the physician resheathing the devices more than the recommended two times. It is possible that the tortuous anatomy and the damage to the pushwires, braids and catheters may have contributed to the reported issues. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Per pipeline IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis. The system is designed to allow for 2 full cycles of resheathing of the pipeline flex embolization device. Resheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid.

Event description:
The patient's anatomy was severely tortuous.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of an unruptured giant right cavernous carotid aneurysm, the physician reported that pipeline flex device did not open properly distal, middle, and proximal segments. It was reported the device was resheated and redeployed 5 times with the same result. The device was removed and a second device deployment was attempted with the same result. The physician resheated and redeployed this device 2 times with the same result. This device was removed and a competitor¿s device was implanted. No patient injury was reported as a result of this procedure. This report is for the first pipeline flex device used in this procedure. The second pipeline flex device used in this procedure is reported in MDR# 2029214-2015-00609.